Manufacturer narrative:
One photo sample was provided. The reported complaint of a deformed seal could be confirmed from the photo provided. However, without the return of the sample a, comprehensive review cannot be performed, and a probable cause is unknown. D4: only di provided as lot number is unknown.

Event description:
An event involved a tego connector; reported that when connecting and disconnecting the product to the syringe, it caused deformation of the silicone seal. On more than one occasion, they have had to remove the caps due to leaks or tears. The nursing staff has informed that they are unable to identify specific defective lots. There was patient involvement, however no harm was reported.